Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the audio bolus button is intermittently responsive. There was evidence of contamination found under the bolus button key contact. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the audio bolus button became unresponsive and difficult to press six months ago. He stated that he wears the pump in a case on his belt, and denied cleaning the pump.